Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's wake button on the pump intermittently responds when pressed. Additionally, the customer stated that the pump data logs were missing. There was no impact to the customer's blood glucose level. The customer reported would use the pump until replacement arrived.